Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the surgeon elected to do a washout and poly/hinge swap due to a possible infection.